Manufacturer narrative:
Only the break-off portion of the set screw was returned for analysis. Visual and optical examination identified witness marks and plastic deformation on the interior of the implant, with cross sectional river lines. Material thickness inspected and found to be within print specification. The above observations are consistent with bend stress overload.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-s1. It was reported that during final tightening at the left l5 pedicle, the break off portion of the set screw split in half. The surgeon was able to use pliers to remove the remaining portion of the break off area. The surgeon commented that the incident was caused by a human error because he did not use a counter torque when he broke off the setscrew.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.